Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the obstruction detector (odc) was leaking into the tray in the back of the synchron cx delta clinical system. The customer technical specialist generated a service request. On the following day, the field service engineer (fse) inspected the instrument and found that the odc transducer membrane was ruptured, causing fluid to flow out of the drain line. The fse then replaced the odc transducer, which resolved the instrument issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the issue. Customer stated that patient results and samples were not affected, and that no one was harmed by or exposed to the leak.